Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of docking issue was not confirmed. Visual inspection noted helix was not within specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, including tether bore diameter measurement found no anomaly contributing to docking problem.

Event description:
During an initial implant procedure of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that there was a docking issue. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.